Event description:
The facility reported an infusion pump that failed accuracy test. Info was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No add'l info available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr. Channel b failed the accuracy test and channel c failed the accuracy test.